Manufacturer narrative:
It was claimed that device failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the pressure transducer printed circuit board (pcb) was indicated as faulty and replaced. There was no on-site visit by our technician as the third party company is in charge of maintenance and repair of the device pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to its differential pressure transducer. The pressure transducer pcb is part of the pressure measuring in the system. The issue was decided to be reported based on available information as defective pressure transducer pcb may lead to high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The exact root cause of the failure cannot be established.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).